Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear of the reciprocating saw attachment device seized and was blocked. It was determined that the pin coupling machine side had migrated out, and the attachment - coupling could not be engaged. It was observed that the moving parts of the device did not move smoothly and did not function. It was further observed that the device had a component damage and fell apart ¿ unattached. It was further determined that the device failed pretest for check the handpiece coupling, check pins length of cone sleeve, check for free movement and check oscillation frequency with frequency. It was noted in the service order that the device did not work properly anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.